Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated noise. Analysis of the device memory indicated extravascular oversensing of p-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that some defibrillation threshold tests (dft) were unable to convert the patient during the implant procedure. Additional dft's were conducted at a post operative check which also failed. A chest xray showed that the lead tip had moved to the left. Therapies were programmed off. During the two week post operative check sensing values were within normal limits and no noise was observed. After an additional week noise and some p-wave oversensing (pwos). Additionally, movement of the lead was observed with fluoroscopy during inspiration and heart rate when the patient was supine. When the patient did an abdominal crunch there was a significant curve to coil 2. Additional dfts were completed during which undersensing was observed. The extravascular (ev) lead was explanted and the patient was upgraded to a transvenous implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.